Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices finds wear patterns on the acetabular cup suggesting the liner disassociated and the femoral head articulated against the acetabular cup. However, because the femoral head was not returned for examination, this cannot be confirmed for matching wear. The returned liner also shows signs of unusual wear, three of the anti rotation devices have been fractured, further indicating the eccentric loading. Deformation on the returned liner indicates the neck of the stem may have been impinging the liner. There are machining lines yet visible that would not be so obviously present had the femoral head been more centrally loaded. The wear patterns indicate the femoral head was edge loading the liner directly under where the liner rim is fractured. A search of the complaints databases identified no other reports against the provided product/lot code combination. Review of the liner device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address liner disassociation and fracture.